Event description:
It was reported that the patient developed a pneumothorax post-operatively. The patient had an extended hospital stay and required oxygenotherapy. The pneumothorax resolved and the device and leads remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.